Event description:
During routine testing of the device at the service center, the user reported a "system leak test" failure occurred. Since the event occurred during routine testing, there was no pt involvement during this event.